Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that the buttons on the keypad were not pressed for longer than three minutes. Blood glucose level was 234 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.